Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device alarm 79(non-recoverable system error: primary and secondary outlet water temperature sensors differ by greater than 1°c) occurred. Per review of wo on 11sep2024, there was no patient involvement.

Event description:
It was reported that in an arctic sun device alarm 79(non-recoverable system error: primary and secondary outlet water temperature sensors differ by greater than 1°c) occurred. Per review of wo on 11sep2024, there was no patient involvement. Per follow up information received via mail on 03oct2024, it was reported that they repaired the device on the customer site. The problem was alarm 79, that alarm occurs when the temperature difference between t1 and t2 differs by more than 1 degree. They replaced a tank harness, the issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed tank harness. The device was evaluated upon receipt. Alarm 79 occurred continuously. Tank harness was defective. Replaced tank harness and performed calibration. This device was evaluated for functionality and passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.